Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when transecting small bowel during an open resection of small bowel segment, the jaws of the device would not close on the tissue. They pushed the button to open the jaw of the stapler and finish the case. There was no patient injury.